Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lightsource did not recognize devices of the 185 and 190 series and when connected a snowball effect (fault) was displayed. The issue was found during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.